Event description:
At 10:43pm the previous night, I received a call from the operating room. They were having difficulties with the 4d and aligning after the first angiogram. On the 4d tab, after you take the first angiogram, you need to realign the angio to the 4d workup. The 4d tab was displaying black with just the blue markers showing with no image behind them. I shared with them as many "troubleshooting" things over the phone all to no avail. I then asked if they would like me to come in and arrived in the procedure at 11:15pm. Doctor had worked his "magic" and moved on from trying to realign on 4d. I checked all the setting tableside, as well as the artis workplace in the control room, and all settings appeared to be correct. I stayed until he had cannulated all the "fins" and then asked if I could leave. During my time in the procedure, I did notice on two separate occasions where the '4d application' screen would turn black and only have the blue markers showing with no image behind them. The rep with siemens arrived in the procedure about 10 minutes after I had. He too noticed the black screen during the procedure but did not have an explanation. Consistent issues with this imaging equipment per previous reports submitted from this facility.